Event description:
It was reported that the bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in experienced blood leakage through the bc valve. The following information was provided by the initial reporter: once catheter inserted and needle removed, the one way valve did not stop bleeding and because they are supposed to be bloodless, we were not able to effectively tamponade it above site to stop all bleeding. Level of harm: no apparent harm - reached patient/person.

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device brand name: bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in experienced blood leakage through the bc valve. The following information was provided by the initial reporter: once catheter inserted and needle removed, the one way valve did not stop bleeding and because they are supposed to be bloodless, we were not able to effectively tamponade it above site to stop all bleeding. Level of harm: no apparent harm. Reached patient/person.